Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was over 300 mg/dl. Upon troubleshooting, it was found that insulin did exit during a fixed prime. The customer stated that she was unable to remove the infusion set to inspect the cannula at the time of the call and was advised to change the infusion set. She noted that she would do so when she arrived home. She was advised that the alarm may have been caused by a possible insertion site-related issue, either due to a bent infusion set cannula or an occlusion. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.